Event description:
It was reported during follow up visit that episodes of inappropriate mode switches and noise reversion were found upon interrogation caused by atrial lead noise. Furthermore p wave sensing amplitude variation and increased capture thresholds were noted. All issues continued to be monitored. Patient was stable.